Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red. It was reported the skin started breaking up on their back under the therapy pads. A nurse reported the pads were pressing against the patient's back. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patients nurse believes the rash is yeast related. The patient was remeasured and provided larger garments. A womb care nurse ordered clotrimazole betamethasone for the irritation and other nurses assisted with keeping the patient off their back as much as possible. Follow up indicated the irritation improved. Supplemental report 9/14/2021: submitting report to correct section.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red. It was reported the skin started breaking up on their back under the therapy pads. A nurse reported the pads were pressing against the patient's back. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patients nurse believes the rash is yeast related. The patient was remeasured and provided larger garments. A womb care nurse ordered clotrimazole betamethasone for the irritation and other nurses assisted with keeping the patient off their back as much as possible. Follow up indicated the irritation improved.